Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found a defective plunger in the reported problem area of the pipette assembly. Replaced plunger clamp #10. The instrument was inspected, tested without further problem, and returned to expected operation.